Event description:
It was reported that once the package was opened, the operator found foreign matters appearing like woolen yarns on the needle tip. The use of the device was discontinued immediately.3006260740

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf902 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of material on the needle was confirmed and the cause appeared to be supplier related. One 20g powerloc infusion set was returned for investigation. The sample did not appear to be used; however, the infusion set was received with the safety mechanism activated over the needle tip. A microscopic examination revealed material lodged within the safety mechanism. The material exhibited a light green sponge-like matrix, which appeared to be used during the manufacturing process. Bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
It was reported that once the package was opened, the operator found foreign matters appearing like woolen yarns on the needle tip. The use of the device was discontinued immediately.